Event description:
Additional information: it was reported that the patient had a prolonged course post receipt of lvad. The patient was on permanent dialysis, was unable to wean from ventilator, and was reportedly generally doing poorly. The patient was discharged to long term acute care but returned to center within 24 hours due to low pressures. The patient was withdrawn and not participating in care. It was reported that on (B)(6) 2017 the patient developed hypotension overnight, with blood pressures low enough to require dobutamine and norepinephrine infusion. Dobutamine ran for less than 24 hours and was stopped the afternoon of (B)(6) 2017. Norepinephrine continued until withdrawal of care. Even with the patient¿s pressures rebounding a little on (B)(6) 2017, they were never high enough to discontinue norepinephrine. The patient¿s family decided to withdraw care the early morning of (B)(6) 2017 and the patient expired shortly thereafter. Cause of death was determined to be renal failure and failure to thrive. The patient¿s death was reportedly not considered as device related. There were no problems with the device. Sepsis was suspected to be the cause of the hypotension but was never verified as blood cultures were negative. No other cultures were collected. The source of sepsis was potentially the patient¿s positive enterobacter sputum culture in (B)(6) 2017 and through at least (B)(6) 2017, where the enterobacter was evolving in resistance. The patient was being treated. The enterobacter sputum was again found to be more drug resistant on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of post-implant complications and the patient¿s outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The cause of death was reported to be renal failure and failure to thrive, and it was not considered to be device-related. The device operated as expected with no problems. It was communicated that the device would not be returned for evaluation as the family did not want an autopsy. (B)(4) is not available for investigation. The heartmate 3 lvas IFU lists various forms of infection, sepsis, renal dysfunction, and psychiatric episode as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient developed hypotension overnight, with blood pressures low enough to require dobutamine and norepinephrine drips. There was suspicion for sepsis, though cultures did not grow anything at the time. The patient was hospitalized, and medication changes were made. On (B)(6) 2017 the patient expired. The cause of death was not provided.